Event description:
Surgery was required to remove posterior cement and debride the joint. Poly inserts were exchanged during the procedure.

Manufacturer narrative:
Surgery was required to remove posterior cement and debride and joint. Poly inserts were exchanged during the procedure. Review of the device history record indicates that the device was manufactured to specification.